Event description:
The customer reported a blue fluid leak of approximately 15ml from a coulter lh 500 hematology analyzer during instrument startup. The leak was not contained within the instrument and ambient temperature error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/06/2015 and found cut tubing through pinch valve pv37 that caused the leak. The fse replaced the tubing and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).